Manufacturer narrative:
Block d2b: lgw, qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50 serial number: (B)(6) batch/lot number: 15584001 model/catalog description: infinion 16 lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-8216-50 serial number: (B)(6) batch/lot number: 15416014 model/catalog description: artisan lead 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulation (scs) explant procedure. All hardware was thrown away by operating room (or) staff. Patient was stable postoperatively.